Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/2.5/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, an exchange was made for a larger length lens due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: off-label: age<21. (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage and fibre on the lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage and fibre on the lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).